Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a piggyback lens was implanted. The reason for the ''piggyback'' was not provided.